Event description:
Attempting to deploy tulip jugular ivc filter. During deployment the filter became lodged in the introducer sheath. We were unable to dislodge the filter and the sheath was removed from the pt. Upon removal we observed that part of the filter had punctured through the side of the sheath and were exposed. Pressure was held at the puncture site. A new access was obtained and the procedure was continued with a new filter until successful deployment. Pt discharged same day. Reason for use: morbid obesity.